Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. This patient also has other related events; (B)(4).

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 3 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. According to the operative report, "this patient has severe mitral regurgitation...[this is]...fourth-time reoperation mitral valve replacement..." The ring was explanted and replaced with an edwards valve. While attempting to wean from bypass, there were difficulties and the operative report states, "the patient had profoundly decreased right ventricular function after completing rewarming and also had decreased left ventricular function...[additional steps were taken to sustain the patient]...but the patient had declining ventricular function and expired..." The discharge summary states the patient had "chronic cardiac disease with end-stage cardiac disease now with mitral regurgitation, tricuspid regurgitation and aortic stenosis following coronary artery bypass grafting on one occasion, mitral valve repair on another occasion, tricuspid valve repair on another occasion as well as multiple pacemaker revisions. The patient was admitted for salvage reoperative surgery [salvage triple valve surgery (per the operative report)]...with no other medical options...the patient...expired in the operating room..."